Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after a supply change. The customer's blood glucose (bg) level was 255mg/dl and the customer delivered a correction bolus via the pump to address the bg level. After the occlusion alarm, the customer changed out all of their pump supplies.